Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's routine clinic visit, the lactate dehydrogenase (ldh) levels had increased to 1700. Also noted were higher than normal pump powers. No blood was noted in the patient's urine and all other pump parameters appeared normal. The patient was admitted and integrin gtt was administered with plans to begin the patient on heparin gtt later that day. The international normalized ratio (inr) is trending down in case the patient is taken to the operating room (or) for a pump exchange. The patient status has been changed to 1a on the transplant list.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. Patient status has been changed to 1a on the transplant list. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.